Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 7753500, 510k # k082728 and UDI (B)(4) is approved for sale in us. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior fusion surgery due to c1/2 for atlantoaxial subluxation and pseudotumor. Intra-op, while final tightening the hex part of the crosslink set screw broke. When performing final tightening of crosslink set screw on c1 multi axial screw (mas), mas crosslink was installed. Later while trying to perform the final tightening of locking screw, it idled and crosslink came off. There was a delay of less than 60 min in overall procedure time as a result of this event. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
Product analysis result: visual optical microscopic visual inspection confirmed the mas connector is broken at the base of the connector hex head. The bottom portion of the implant is missing and not returned for analysis. Optical examination of the thread form did not identify thread damage on the returned portion of the implant. Microscopic examination of the fracture surface appears to emanate from the root of the internal thread tooth outward, is roughly parallel with the tooth angulation, with evidence of linear shear lines on the fracture surface. Functional evaluation found the returned portion of the implant will fully engage onto a sample connector locking screw without issue. The location of the fracture at the base of the connector head, the fracture surface angulation relative to the thread axis, absence of thread damage and direction of shear lines are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.